Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial, primary UDI number). Upon review, the section d primary UDI and serial number have now been updated. Corrected information was provided in e1 (zip code extension), e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the positioning issue was unable to be determined due to insufficient clinical details.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that the pump turned posterior. There were no reported issues with flow or hemolysis. There was no reported intervention. The patient underwent a successful bridge to a left ventricular assist device (lvad). The pump was discarded.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.